Event description:
The customer reported via phone call that the insulin pump's motor did not advance forward. He did not receive a motor error alarm. The customer believed the magnets at his work caused the insulin pump to stop working. The displacement test failed with a no delivery alarm. He was unable to exit the prime and rewind sequence. Customer's blood glucose level was 323 mg/dl. His holster broke. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test due to motor encoder signal out of phase. No cosmetic damage noted.